Event description:
It was reported that when starting the installation process of the PICC line, upon opening the packaging, it is evident that its guide is open as if it had lint, so it is saved to be sent to the distributor and another catheter is used. No patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.